Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had fluid in the battery compartment and display is blank. Customer states display is blank currently. Advised to revert to backup plan per health care professional¿s instructions until replacement battery cap arrives. Adv to discontinue use of the pump and revert to backup plan per health care professional¿s instructions until new battery cap arrives. Customer will not return device for analysis